Manufacturer narrative:
The insulin pump displacement test, basic occlusion test and prime test. However, device was received with stuck in motor error alarm oop during bolus delivery. The motor was tested out side of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device was received with minor scratched display window. The insulin pump was received cracked case display window corner. Device was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.